Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rate of 189.9 mcg/24 hours via an implantable pump. The patient was described as a child with an undiagnosed neurogenetic condition presenting with spastic dystonic quadriplegic cerebral palsy gmfcs v. The patient's weight was 28.5 kg. It was further reported that the patient experienced withdrawal symptoms. Regarding factors that may have led or contributed to the issue, cerebral palsy was indicated. It was further reported that the patient had presented on (B)(6) 2025. Initially the patient was presumed to be having seizures regarding limb stiffening, nystagmus, and oxygen desaturation; however, during admission consensus from medical teams it was thought that it was likely dystonia. The patient presented with a background of high tone which had been building over the last few months. The date 2025-may-01 is considered an approximate onset/date of event (specific year known only). The patient's ck was elevated on presentation; 866 indicated. Catheter tip placement remained unchanged on xray. The pump was interrogated and there were no concerns. They attempted a dose increase with minimal effect. Catheter access was very challenging as the pump was quite mobile in the pocket, and they ended up completing access under fluoroscopy. The attempted catheter access port (cap) study was however unsuccessful. They were unable to withdraw cerebrospinal fluid (csf), and as such they did not complete a dye study due to the associated risk. The patient was taken to the theatre on (B)(6) 2025 for a presumed catheter revision; however, once they opened csf was then able to be easily aspirated from the pump. It was unclear if the catheter was possibly kinked intermittently as the pump was very mobile. The decision was made to replace the pump based on her clinical picture. They did not change the catheter. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the serial/lot number and implant date of the catheter were unknown. It was unknown if the patient's symptoms including limb stiffening, nystagmus, and oxygen desaturation, was likely dystonia (return of dystonia) or seizures. The patient's symptoms had resolved.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis noted that the pump suture loops were all present. The pump passed all testing in the laboratory, and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.